Event description:
The facility reported an infusion pump with over infusion. Reportedly. A displayed rate changed during pt infusion. According to the hosp. Rep., the pump may have over delivered, due to electrical interface. The event was reported to have occurred during infusion of pitocin on a female pt. The pt's cell phone rang and the nurse at the bedside noticed that rate of pitiocin, concentration of 30 units/500ml normal saline, was displayed at 120ml/hr rather than the prescribed rate of 20 ml/hr. According to the ohsp. Rep, this change was noticed in less than one minute and there was no harm to the pt nor any medical intervention as a result of the incident. A new pump was put on the pt. According to the hosp. Rep, the event history did not show any buttons being pressed for the rate change.